Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) found that the dilution cup was chipped, it was replaced and the fse performed a flow path decontamination. The fse completed ion-selective electrode checks, calibration, qc, and a 21-cup precision, everything passed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of 14 questionable na electrode (sodium) results from the cobas pro ise analytical unit results were provided for 4 samples. Sample a initial result was 152 mmol/l, and the repeat result was 141 mmol/l. The repeat result was deemed to be correct. Sample b initial result was 153 mmol/l, and the repeat result was 141 mmol/l. Sample c initial result was 152 mmol/l, and the repeat result was 139 mmol/l. Sample d initial result was 153 mmol/l, and the repeat result was 144 mmol/l. All of the repeat results were done on another analyzer. The questionable results from sample a were repeated per a physician's request, and samples b, c, and d were repeated after the initial event occurred.